Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having low blood glucose of 30mg/dl and the paramedics were called. It was stated that the customer was experiencing low glucose for the past day. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a displacement test and the insulin pump passed the test. The customer stated that there is more insulin in the status screen than in the reservoir. Advised the customer to discontinue use of the insulin pump. No further information was provided.